Event description:
Medtronic 780g insulin pump is cracked. This is the second time my insulin pump has had to be replaced in the 6 months since I got it brand new. I'm sure medtronic is aware of the real reason their insulin pumps all seem to be cracking in the same exact spot, but their explanation of the problem is that the batter cap was screwed on too tight. This cannot be true because the battery cap can be removed and replaced with a fingernail, and when it is tight enough, it stops and cannot go any further. It is truly a huge hassle to have to replace a pump because it has to be in manual mode for 2 days. Reference report mw5145267.